Event description:
Via email, customer reported severe allergic reaction to 2862 medipore soft cloth tape. Report stated customer experienced extreme itching, redness, rash, facial swelling and migraine within 3 hrs of application. Reported itching continued after taking 100 mg vistaril. Attempts to gain add'l info were unsuccessful. Customer did not provide phone number, address of respond to add'l info requested via email. Unable to confirm if add'l medical treatment was received or outcome of reported event. No add'l info available.

Manufacturer narrative:
Device not provided to manufacturer for eval. Complaint type is being monitored and analyzed.